Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information source; phone.

Event description:
Reported 1 conflicting sars result for one patient. The patient's symptomatic status is unknown. The customer communicated the patient tested positive on a sofia analyzer, and upon retesting on a sofia analyzer it resulted in a negative. Unknown if the result was confirmed. Confirmation method(s) not provided.